Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced intraoperative penetration of the vagina, chronic pelvic pain, dyspareunia, dysuria, vaginal pain, mixed urinary incontinence, over tightened transobturator sling, pain, infection, urinary problems, bowel problems, recurrence, bleeding, neuromuscular problems, vaginal scarring, loss of consortium, and 'other.' The patient subsequently underwent a mesh removal procedure.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use (IFU) which accompanies this device currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced adhesions, pelvic pain, burning sensation with urination, yeast (fungal) infection, itching, fluid adjacent to right ovary, leakage, inactivity, weight gain, endometriosis, urgency, vaginal atrophy, incomplete/difficulty emptying bladder, frequency, intermittency, nocturia, pelvic nodules, fibroid, constipation, abdominal pain, lower back pain, hot flashes, emotional lability, weak stream, straining, blood loss, abdominal discomfort, tearful, hyperechoic lesion with necrotic center in right adnexa, bacterial vaginosis (bacterial infection), numbness, hip pain, adenomyosis, leiomyoma, nausea, elevated white blood cell count, fecal incontinence, blood tinged urine, tenderness, incomplete bowel emptying, abdominal pressure, bladder irritation, difficulty with bowel movements, unspecified emotional problem, redness to introitus/perineum, impaired gait (ambulatory difficulty), difficulty stopping urine stream, anal sphincter weakness, unspecified mechanical dysfunction of pelvic/lumbar area, muscle weakness, myofascitis (pelvic floor pain), non-surgical and additional surgical interventions.